Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. As a precaution, the rtos, system interface board, image processor pcb and hard drive were replaced. The system software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.